Event description:
It was reported that the implantable pacemaker exhibited premature battery depletion. Technical services recommended a replacement. The device was explanted and replaced. No adverse patient effects were reported.